Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported.  During the evaluation of the device at the third-party service center, it was observed that the device¿s display was broken and the incorrect measurements of the parameter. The device's lcd display and machine flow sensor needs to be replaced to address the issue. There was evidence of contamination.